Event description:
The following has been reported: found in office, tagged "pump problem", did hard shut down, could not duplicate any problem, ran several infusions. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. A pump problem alarm occurred due to a flow processor crc failure. Evaluation of the logs indicated a flow processor crc failure. However, the issue did not reproduce and the pump was put back into service without reoccurrence. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.